Manufacturer narrative:
(B)(4) examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trialing of the 38 ecc glenosphere, the metal threaded portion of the trial became loose and separated from the plastic, making it unusable. Plastic has been stripped where metal portion threads into it.